Manufacturer narrative:
Correction information: b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: event that occured is foggy image. Based on the investigation, a potential root cause of this failure is the moisture condensation in the cmos module. When the temperature of the objective lens unit rises during use, when using functions such as air supply and water supply, dew condensation occurs and the observed image becomes cloudy. Cloudiness disappears when air/water supply is stopped. If the watertightness of the endoscope is not maintained, the observation image is blurred. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 04-jul-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on (B)(6) 2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
On 28-mar-2025, pentax medical became aware of an event involving a model eg29-i20c, serial number (B)(6) video gastroscope in france within the emea region. While using a demo unit for an endoscopic procedure, the endoscopic image became blurry. There was no harm to the patient. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical emea performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 27-apr-2025. Q1. A device labeled as "demo" was reportedly used on a patient at a hospital. Isn't the term "demo" typically associated with non-clinical use, such as at exhibitions or conferences? A1. Both interpretations are possible. When a demo is conducted at a hospital, the devices are often actually used on patients. On the other hand, demos at trade fairs or congresses are strictly non-clinical, and devices are not used on patients. Q2. Are the devices used in hospital demos typically owned by the facility? A2. As a rule, when a demo is carried out in a hospital, the hospital or physician usually already has the equipment in their possession. Q3. Regarding the blurry image issue, what are the specific symptoms? Is the blurriness severe enough to make it impossible to continue the procedure, or is it temporary? Would it be difficult to determine this without inspection by the service team? A3. No response received. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. Although detailed information regarding the reported event could not be obtained, this report is being submitted in accordance with FDA reporting requirements.